Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative stated that the issue has not occurred again. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, when navigating with the orange navlock, the navigation system was displaying a pac needle as the navigated instrument. Reintroducing the navlock into field of view resolved the issue and site proceeded with case. Representative stated that the system had more than 150 patients. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.